Manufacturer narrative:
(B)(4)

Event description:
It was reported due to atrial noise sensed, which resulted in inappropriate mode switching, the patient was asymptomatic. No intervention had been reported, the patient would be monitored.